Manufacturer narrative:
Product evaluation: the device was returned and was confirmed to match the part and lot number reported. Visual inspection found the driver is broken. Potential cause the cause of the damage is most likely due to excessive torque but cannot be determined since there is no information available regarding how the driver was being used or handled at the time of the damage. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
The driver tip broke off and became lodged within the screw head. The broken screwdriver tip caused a 45-minute surgery delay for removal.

Manufacturer narrative:
Additional information: d4, UDI.

Event description:
The driver tip broke off and became lodged within the screw head. The broken screwdriver tip caused a 45-minute surgery delay for removal.

Manufacturer narrative:
Correction: d4, UDI.

Event description:
The driver tip broke off and became lodged within the screw head. The broken screwdriver tip caused a 45-minute surgery delay for removal.

Manufacturer narrative:
Correction: d4, UDI.

Event description:
The driver tip broke off and became lodged within the screw head. The broken screwdriver tip caused a 45-minute surgery delay for removal.